Manufacturer narrative:
Investigation conclusion: the customer reported complaint of the keypads being replaced due to failed keys was evaluated. Seven keypads were confirmed to have a faulty system on keys and nonfunctioning ac indicator lights. Device inspection: external and internal inspection was performed on (qty 7 printec p/n tc10013664 and qty 2 printec p/n tc10012515). During internal inspection, the keypads were found with signs of fluid ingress where the flex cable meets the circuit layer and broken traces (trace 19 and 20). During external inspection, the keypads were in good condition with no issues observed. Root cause analysis: the proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module (B)(6) service history record showed the device had a manufacture date of 20-apr-2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 09-nov-2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 : only the front case w/ keypad assembly was returned.

Event description:
It was reported that 9 front cases of the pc unit are being replaced due to failed keys. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that 9 front cases of the pc unit are being replaced due to failed keys. There was no patient involvement.